Event description:
A malfunction alarm identified as malf 9 was reported, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and technical support provided information to assist the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reoccurred.